Event description:
Patient was admitted in 2001 for surgery to the lumber spine. The following month, they were readmitted for post operative complications. The complainant's report to the company is suggestive of post operative infection, but this is not clearly stated.